Manufacturer narrative:
Pump was received with minor scratched display window, cracked case a display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked and bleeding on the middle of lcd glass. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has many scratches on the display screen. Customer declined to provide their blood glucose level at the time of incident. No further information was given.